Event description:
It was reported that this brady lead was explanted due to unknown reason. A new lead with the same model was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to fields b5 describe event or problem, d4 unique identifier (UDI) #, f10 device codes (1) and h6 device codes (1). This supplemental report has been created to capture additional information and information correction.

Event description:
It was reported that this brady lead was explanted due to unknown reason. A new lead with the same model was implanted. No additional adverse patient effects were reported. Additional information indicated that the lead was explanted due to high pacing thresholds. Also, the hospital is in possession of the lead. There were no other complications noted.